Event description:
It was reported that alarm 2 and occlusion alarm recurred while customer used insulin novorapid on event date 2026-07-07. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by resuming insulin only, and because customer experienced frequent occlusion and infusion set issues, support staff advised contacting support during active occlusion and escalated matter to clinical field team for further assistance before closing case.